Manufacturer narrative:
The reported device has not been received. The product was not evaluated. The cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium coil could not be detached from its pushwire during a cerebral aneurysm embolization procedure. The coil was used for the treatment of a patient's unruptured saccular aneurysm located at the middle cerebral artery. The aneurysm had max diameter of 4mm and neck width of 2.5mm. Patient vessel tortuosity was reported as normal. It was reported the coil was prepared according to instruction for use. The physician attempted to detach the coil three times using the instant detacher followed by manually detaching the coil. The coil could not be detached. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, implant coil was found damaged and stretched with the polypropylene filament intact and still attached to the pushwire. The instant detacher and the proximal tip of the pushwire (actuator interface) were not returned for evaluation. The pushwire was found to be bent at approximately 2.5cm from the proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Due to the damage to the end of the pushwire, an in-house instant detacher could not be used to detach the implant coil. During testing, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled out from the distal end of the hypotube as directed in our instructions for use (IFU). The implant coil detached without difficulty. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. It is possible that the bend at approximately 2.5cm from the proximal end of pushwire led to the failure of the implant coil detachment. It is possible that the alignment of the proximal pushwire tip prevented the instant detacher from pulling back on the pushwire tip. Regarding the failure of the implant coil from detaching during the manual detachment attempt, it is likely that the pushwire break at the wrong location. All parts of the pushwire which could affect detachment were found to be within specifications. It is possible that the proximal tip of the pushwire was lost or discarded following the event. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: "handle the axium prime detachable coil with care to avoid damage before or during treatment". Directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.